Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was received for evaluation. Therefore, the catheter was physically investigated. The tube was melted at 1 cm from the tip of the catheter, presumably due to no flow while rotating and causing heating and melting of the tube. The catheter helix was pulled from the tube, and no further cause for blockage was found present inside of the catheter. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly did not provide flow anymore. It was further reported that the catheter allegedly had no flow outside the patient when trying to flush the catheter with saline. The procedure was completed using another device. There was no reported patient injury.